Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed order details, timing configuration, and patient visit information and confirmed that the patient was still admitted when the order was active ((B)(6) 2026), so discharge status did not influence the outcome. The order was configured with stat priority along with a daily frequency (qnd) and an explicit administration time of 10:00; however, since the order was entered at 15:00 on (B)(6), the scheduled time had already passed, causing the system to set the next valid occurrence for (B)(6) at 10:00. The order was discontinued at 15:15 on the same day, resulting in a short active duration of 15 minutes, and since it was discontinued before the next scheduled execution time, it never became active or taskable on the device. Consequently, no medication removal or stat-related activity was triggered, which is consistent with the expected system behavior when stat orders include scheduled timing elements. The system functioned as intended when the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, identification (ID) (B)(4) and order ID (B)(4), a stat order was entered but did not trigger a corresponding stat removal. Additionally, they observed inconsistent timing behavior with inventory alerts, where stock low notifications were being generated shortly after medications were already refilled, sometimes within seconds of the refill activity, leading to confusion about the accuracy and timing of system-generated events. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.